Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 40 mg/dl later blood glucose was 90 mg/dl and sensor glucose level below 40 mg/dl. Customer declined troubleshooting for low blood glucose level. Insulin pump received calibration not accepted alerts. It was unknown if insulin pump was on auto mode. Insulin pump will not be returned for analysis.